Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that technical services (ts) was contacted to review the stored episodes on the associated device related to this right atrial (ra) lead. Upon review of the available information, ts observed a change in the p wave morphology which subsequently led to undersensing the on the right atrial (ra) channel. Due to the undersensing, inappropriate pacing was delivered which induced ventricular tachycardia (vt). Ineffective anti-tachycardia pacing (atp) was provided for which a single shock was delivered which successfully converted the arrythmia. Reprogramming options were provided. This ra lead remains in service. No additional adverse patient effects were reported.